Event description:
During initial deployment of the stent, the premounted balloon broke and transected and was not removed without the sheath and the rest of the balloon. The tip was found in the superficial femoral artery and removed.